Manufacturer narrative:
There is no allegation of device malfunction. The device was not returned for evaluation. Root cause cannot be determined; however it is likely that the patient was receiving too much basal insulin . Date of event estimated based on patient information that the event occured was 1.5-2 months prior to the aware date.

Event description:
Patient stated she would get low blood sugar readings of 40, mostly around 2am. The patient said this happened quite a few times. The patient said she would get nervous, anxious and shaky. The patient said she would eat chocolate to bring her readings up. The patient stated she does not have the devices anymore and is changing her v-go size to 20. The patient is using her pens until her shipment arrives. The patient stated during the other times of the day her blood sugar would be around 130-150. She said she does not have a normal range. The patient said one time her husband called the rescue to take her to the hospital as she was incoherent. The patient said she stayed for a few hours until her blood sugar was under control and went home the same day. The patient takes 3 clicks at meals. The patient did not have lot numbers and expiration dates. Patient shared that the day of the hypoglycemia event when she went to the ER via ambulance occurred about 1.5 to 2 months ago she does not remember the date or the details about her food intake that day. The patient received IV fluids to bring her bg up and was discharged the same day. Bg today (B)(6) 2018 fbs 108. During the night 128.